Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the left tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a savion flx guidewire; however difficulty in advancing the balloon over the wire occurred. During the removal of the balloon catheter from the wire, it was noted something was wrong with the tip of the balloon. The devices were removed successfully. Upon inspection of the wire after removal, there was a small piece of something stuck on the wire which was thought to be part of the balloon. It was believed that part of the tip was stuck on the wire upon removing the wire a different sized coyote and a new wire were used to complete the procedure. There were no patient complications and the patient's status is fine. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous shaft kinks. The tip is damaged. The inner shaft is buckled in numerous locations. The distal markerband is smashed/damaged. Functional testing was performed using a test .014 inch thruway guidewire and inserting it into the distal tip, the wire would not pass the damaged distal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the left tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a savion flx guidewire; however difficulty in advancing the balloon over the wire occurred. During the removal of the balloon catheter from the wire, it was noted something was wrong with the tip of the balloon. The devices were removed successfully. Upon inspection of the wire after removal, there was a small piece of something stuck on the wire which was thought to be part of the balloon. It was believed that part of the tip was stuck on the wire upon removing the wire a different sized coyote and a new wire were used to complete the procedure. There were no patient complications and the patient's status is fine.